Event description:
It was reported that during the procedure, after pre-dilating a moderately calcified, 80% stenosed, de novo lesion in the moderately tortuous distal left anterior descending (lad) coronary artery with an unspecified trek balloon, a 3.0x15 rx xience prime stent delivery system (sds) was advanced without resistance and the stent was deployed without issue in the distal lad at 20 atmospheres, resulting in a vessel perforation. The patient then experienced hemorrhaging then cardiac arrest. An attempt was made to seal the perforation via advancement and inflation of an unspecified balloon, but the balloon failed to seal the perforation. Despite pericardiocentesis and applied cardiopulmonary resuscitation, the patient expired on the table due to cardiac arrest. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Above rated burst pressure (rbp). The device was not returned as the stent remains implanted in the patient. There were no reported product deficiencies and the device was not returned for analysis. The reported patient effects of perforation, hemorrhage, and death are listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported that the device was deployed at 20 atmospheres (atm). It should be noted that the IFU states: do not exceed the rated burst pressure (rbp) of 18 atm.